Manufacturer narrative:
While prepping a 6/7f mynxgrip vascular closure device (vcd), the balloon was leaking saline. There was no patient injury. This mynxgrip unit was set aside and not used. A different 6/7f mynxgrip was used to successfully to close the right common femoral artery of the patient. No other defects was noted during prep and there were no damages noted to the device packaging. The device is available for analysis. No other information was provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open, the syringe was separate from the device, and the sealant and advancer tube were observed to have remained inside the outer cartridge tubing as received. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1914205 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
While prepping a 6/7f mynxgrip vascular closure device (vcd), the balloon was leaking saline. There was no patient injury. This mynxgrip unit was set aside and not used. A different 6/7f myxngrip was used to successfully to close the right common femoral artery of the patient. The device is available for analysis.